Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that no image was displayed due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation that color bars remained after plugging in the camera was not confirmed. However, the device evaluation found that no image was displayed due to a faulty cable. Additional findings include a kink on the camera head boot, the rubber part on the rear cover packing was peeled, and a faded label on the back cover. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The olympus specialist for onsite support reported (on behalf of the customer) that the 4k autoclavable camera head had a connection failure, and color bars remained after plugging in the camera. The issue occurred during preparation for use. The diagnostic procedure was completed using a similar device and without delay. There was no patient harm associated with the event.